Event description:
On (B)(6) 2011, the patient reported an intermittent issue with up button of her infusion device. She noticed the issue this past week while trying to bolus. The button functioned properly at the time of the report. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.